Manufacturer narrative:
Updated data: b5 corrected data : a1, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the event did not prolong hospitalization. Additionally the event was now reported as possibly related to the valve and procedure and unrelated to the delivery catheter system (dcs) and compression loading system (cls).

Event description:
It was reported that one day following the implant of a transcatheter aortic bioprosthetic valve, an electrocardiogram (ECG) was performed and showed a qrs interval of 84 ms. Two days after the implant, the ECG showed a qrs interval of 124 ms. A beta blocker medication was initiated. The patient's hospitalization was prolonged. Per the physician, the event was causally related to the procedure and probably related to the delivery catheter system, but unrelated to the valve and the compression loading system.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot number (unknown); product type: 0195-heart valves; non-implantable device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.